Event description:
This valve was explanted due to endocarditis. At reop, the atrial side was covered with material which appeared to be thrombus and vegetations. One third of the valve was completely detached from the annulus, and one third loosely detached. Annulus was extensively destroyed by infection with abcess present. Both leaflets moved normally. The pt expired due to multi organ failure.